Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter¿s wife contacted beta bionics to report that the user was unable to unlock his ilet device. Later that day, the user confirmed that the ilet screen was cracked and unresponsive following impact while at work. The user transitioned to backup insulin therapy and awaited replacement of the pump. No adverse health effects were reported.